Manufacturer narrative:
According to the facility the patient's foley catheter balloon deflated and a leak was noted. A new foley catheter had to be placed. Per the facility the foley catheter was placed without issue. The foley catheter was removed without force and the balloon was found to be deflated with a noted leak in the balloon when attempting to inflate. A new foley catheter needed to be placed. The sample is available and is awaiting evaluation. No additional information is currently available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the patient's foley catheter balloon deflated and a leak was noted. A new foley catheter had to be placed.